Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. Cause was unknown, and a specific bg value was not provided. Customer changed the infusion set and cartridge, and delivered a manual insulin injection to address the high bg. Recommendation was made to discuss diabetes management with a health care professional.